Event description:
It was reported that a patient underwent an excision on the chin on (B)(6) 2012 and suture was used. While inserting the suture into the needle holder, the needle pulled away from the suture. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The hole of the needle was examined for suture remnant and remnant was found into the hole. Additionally, there are not marks on the needle by use of the needle holder. The assignable cause is a clip off defect. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.